Event description:
It was reported that the tandem mobi pump shut down unexpectedly and had to be placed on a charging pad to turn back on. The customer's blood glucose level reached 540 mg/dl due to the issue. The customer administered a corrective insulin injection using multiple daily injections (mdi) without requiring third-party assistance. Reportedly, the customer continued to use the pump for insulin therapy.